Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that in the past 2 to 4 weeks, this patient had a syncopal episode which resulted in the patient falling, hitting their head and breaking their hearing aid. The pacemaker stored episodes were reviewed. The review revealed minute ventilation signal oversensing, where right ventricular (rv) lead pacing inhibition pauses, greater than 10 seconds, were observed. The mv feature was then programmed off. No additional adverse patient effects were reported.